Event description:
Intl customer reports that the needle broke during use. No adverse pt consequences were reported.

Manufacturer narrative:
The prod upon which this medwatch is based has been rec'd, however, the prod eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-confomrances and the batch met all finished goods release criteria.